Manufacturer narrative:
The device was not returned to olympus for evaluation, a supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, the device experienced a b30, and 216 error code. In addition to the error codes displayed, a black and static filled screen showed. The event was found during preparation for use, in the procedure room, while the patient was in the room. The diagnostic colonoscopy was completed using a similar device. The device was inspected prior to use. There was a 5¿10-minute delay in the start time. There was no patient harm or impact associated with the event. There was no medical intervention required for the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. Correction: the customer confirmed troubleshooting result- all cables are secure, unplugged and plugged in maj-1941, cleaned the gold connectors with alcohol prep pad, and now has an image. Customer was advised to clean all gold connectors with alcohol prep pad. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the code b30 error occurred when the device was used together with a specific scope which caused communication with a scope failed due to a specific scope. The root cause of the failure could not be determined. Additionally, the phenomenon of the prolonged procedure for 5 to 10 minutes likely occurred because the device had to be replaced with a different device due to the occurrence of the b30 error. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.